Event description:
Report received of an underdelivery. The pump was programmed to delivery 1000ml of an unspecified solution at a rate of 150ml/hr. The solution infused in 8 hours and not the intended 6 hours and 40 minutes. Though requested, there was no further information available.